Event description:
Information was received that a vns patient died on (B)(6) 2010. No further information is known about the cause or location of death. The relationship to their vns is unknown at this time.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was unspecified drowning and submersion; anoxic brain damage, not elsewhere classified; drowning and nonfatal submersion. Date of death was previously incorrectly reported as ndi identified the dod to be (B)(6) 2010. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
(B)(4): device not returned to the manufacturer.

Event description:
Additional information was received that the patient's cause of death was drowning in a swimming pool. The patient had a history of drug abuse and cause of death reported to not be vns related.